Event description:
It was reported that when first catheter was implanted, it was in the wrong spot and had to be replaced. Caller stated the hcp left a portion of the old catheter in the spine. The pump was delivering lioresal. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8703w, lot # l42925, implanted: (B)(6) 1997, product type catheter.

Event description:
Additional review indicated that the patient's family member stated catheters that was over--grew over to the side of spine.